Event description:
It was reported that the device was undersensing when extending the atrio-ventricular (av) delays for a sensing test. Programming sensitivity was adjusted and sensing function was within normal range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: other product: 4076 non defib lead (B)(6) 2010-; 5076 non defib lead (B)(6) 2010. (B)(4).